Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted due to damage to the electrode ground reference during surgery to revise the implant bed. The device was explanted (B)(6), 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).